Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after implant, the implantable cardiac monitor (icm) was "poking out" and had detected false pause and bradycardia episodes due to noise. The icm remains in use. No patient complications have been reported as a result of this event.